Event description:
It was reported that extreme resistance was felt during removal of the protective sheath from the balloon. The sheath was dipped in saline and was eventually removed; however, it was felt that the final removal of the sheath may have damaged the balloon; therefore, the device was not used on the patient. A new balloon catheter was used to complete the case without further issue. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.